Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began on the day before contacting lfs for assistance at an unknown time in the morning. He reportedly obtained a normal reading between the range of ¿100-125mg/dl¿ but stated he felt like his blood glucose was lower, due to feeling weak and shaky at the time. The patient manages his diabetes with metformin pills daily and humalog insulin, 10 units in the morning and 20 units in the evening and reported administering his usual dose 10 units of humalog and eating breakfast. He reported that his symptoms seemed to progress to ¿shaking, shortness of breath, sweating, body aches¿ which he associated with low blood sugar. He tested again on the subject device and observed readings of ¿110, 230mg/dl¿ performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. He claimed that a relative took him to the emergency room immediately afterwards. He advised the mss that as soon as he arrived, he was given food/drink between 1:30-2pm and then tested using a hospital meter and reported obtaining a result of ¿190mg/dl¿ on the hospital meter. He reported that his blood was also tested on his meter at the same time and a reading of ¿160mg/dl¿ was obtained. The patient reported that he was treated with IV fluids but could not recall what the IV contained. The patient was tested again on the hospital meter a few hours later, and reported obtaining a normal reading (he could not recall the value obtained) and was released the same day. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were reportedly not stored correctly or unexpired. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began that required assistance from a healthcare professional.